Event description:
It was reported that the patient presented remotely. It was noted that the patient's device could not communicate with his phone. No procedure was performed. The patient was in stable condition.